Event description:
It was reported that the patient presented in-clinic for a routine check-up. During the procedure it was observed that the pacing system analyzer (psa) exhibited failure to pace. As a resolution the psa was not used and a near at hand replacement was used instead on (B)(6) 2024. No patient consequences were reported, and the patient was stable.